Event description:
It was reported that the insulin gauge was intermittently displaying incorrectly. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.